Manufacturer narrative:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and is currently being evaluated.

Event description:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.

Event description:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/25/2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/25/2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Manufacturer narrative:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and is currently being evaluated.

Event description:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.